Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose values decreasing from 253 mg/dl to 215 mg/dl while the system was in sensor warmup, and the user entered fingerstick values into the pump due to concern about going low. Symptoms included elevated blood glucose without reported adverse effects. Outcomes included user reassurance and continuation of therapy without alerts or alarms, hospitalization, or medical intervention. Investigation included complaint intake, user education, and troubleshooting on appropriate data entry during sensor warmup. Investigation of this case revealed no device malfunction and indicated expected device behavior when using user-entered blood glucose values during warmup. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with anticipated hyperglycemia management during sensor warmup. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.